Manufacturer narrative:
Initial.

Event description:
It was reported that the patient fell during physical education, landed on the ilet pump, and the touchscreen fractured with only the bottom right corner visible and the device not accepting input; the relevant device component was the touchscreen. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and there was no injury. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured component affecting the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling during the fall.